Event description:
Pt reported blood glucose results of "38 mg/dl and 140 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, tests strips and control solution have been replaced.